Event description:
It was reported that: the monitor of the chamber 108 showed a wrong blood pressure wrong (+070mmhg). As the patient had a blood pressure of 130 mmhg displayed. It was in fact 60 mmhg. Because of wrong measurement, the patient received antihypertensive treatment that has resulted in a hypo blood pressure, cardiac arrest and acr. Patient was transferred to the cardiac surgery department.

Manufacturer narrative:
The investigation was started. The investigation results will be reported in a follow up report.